Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with part of the screen is blacked out was confirmed and reproduced during product evaluation. This condition was due to spots on the main display. The main display was replaced to fix the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Additional investigation is being conducted through mdq-CAPA-(B)(4). .

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review, but no trend has been identified for product code 2m9161 with a problem code of c.043 display-unknown.

Event description:
The facility representative reported a colleague infusion pump with part of the screen blacked out. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "emergency room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.